Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: dents and scratches were seen on the insulation. IFU 1000-401-070 states: "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." Functional inspection: the insulation was tested for cracks. The insulation passed the insulation integrity test. The probable root causes for the dents and scratches on the insulation could be due to 1) user mishandling or 2) improper sterilization methods. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.